Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer informed the technical support engineer (tse) that arm 2 was emitting a beeping sound as if a sensor was blocked whenever an instrument was installed. The customer initially tried using a microbipolar and then a fenestrated bipolar forceps instrument, but both resulted in error tones. The tse reviewed the logs and found 31009 and instrument chip sensor errors. The customer abandoned arm 2 and switched to using arm 3 to continue with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 31087, 31009, and 31011 errors were found indicating failed to access the data from instrument or scope, instrument sensors missing: a tool was fully detected, but then lost 1 or more but not all of the tool sensors for 3+ seconds, and system was unable to write to dallas chip on tool on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the rfid pod and axes controller, carriage interface (acci) assemblies were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Although a definitive root cause could not be established, the probable root cause is attributed to the data and acci assemblies in the usm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.